Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, "onxane-19, sn (B)(4) explanted due to paravalvular leak."

Event description:
According to initial reports, "onxane-19, sn (B)(4) explanted due to paravalvular leak." Please note, this event was opened in error. Manufacturer report number 1649833-2018-00100 was opened erroneously as this event was already being investigated. Manufacturer report number 1649833-2018-00092 was opened and investigated to closure.

Manufacturer narrative:
Please note, this event was opened in error. Manufacturer report number 1649833-2018-00100 was opened erroneously as this event was already being investigated. Manufacturer report number 1649833-2018-00092 was opened and investigated to closure. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.